Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.